Event description:
It has been reported to philips that power was lost, and the ups did not keep the system up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system lost power, but ups did not keep it up. The issue had also occurred in tw pr ID (B)(4). To resolve the issue, the fse went onsite with the tw pr ID (B)(4) and determined that the host pc issue after fse replaced the host pc issue, the system was returned to use in good working order. These codes were updated based on investigation outcome.